Event description:
A sample from a pt historically b negative was reported as o negative on the galileo.

Manufacturer narrative:
The images from the instrument were reviewed. The anti-b reaction was negative. There were no error messages. Testing performed on the galileo was forward abo grouping. Most likely, no anti-b reagent was dispensed to the test well. The sample was not returned for investigation testing, so it is not possible to rule out the sample as a cause for the event.